Manufacturer narrative:
Initial.

Event description:
It was reported that the user experienced a hypoglycemia event while using the ilet system, with a blood glucose of 52 mg/dl and the device displaying ¿low,¿ and the user had been pausing the ilet when trending down and unpausing when trending up, which corresponded with rollercoaster glucose patterns. Symptoms included shakiness and sweating. Outcomes included treatment with oral carbohydrates and subsequent administration of glucagon, after which blood glucose was 95 mg/dl, with no hospitalization reported. Investigation included review of device usage patterns via the bionic report and a transfer for clinical management line support with additional training assigned to review algorithm steps and assess the need for a factory reset. Investigation of this case revealed user-driven pump pauses during downward glucose trends, contributing to glycemic variability, without evidence of device malfunction. It was concluded, based on previously established findings for similar reports, that the cause was unclear. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.